Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number was 819829. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable homocysteine enzymatic assay results for 1 patient on a cobas 8000 cobas c 502 module. The initial result was 0.0 umol/l. The patient's result from the sample obtained on (B)(6) 2025 was 11.9 umol/l. Therefore, the initial result of 0.0 umol/l, from the sample obtained on (B)(6) 2025, was questioned and the sample was repeated. The repeated results were 15.0 umol/l and 14.9 umol/l. The sample from (B)(6) 2025 was repeated, and the result was 12.6 umol/l.

Manufacturer narrative:
General reagent issues were excluded. The investigation found the issue was consistent with a worn probe mechanism. Due to the customer planning to replace the instrument, further troubleshooting was not performed. The investigation did not identify a specific cause of the event.